Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had not eaten after delivering a food bolus and the blood glucose (bg) dropped to 39 mg/dl. Soda was consumed to address the low bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.